Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). D4: the expiration date is currently unavailable. E3: reporter is a j&j sales representative. Investigation summary ==> the product was returned to mitek for evaluation. Mitek then conducted visual inspection of the device received. Upon visual inspection revealed wear marks on the device as usual in this type of reusables devices. The device seems to be bent on the shaft. The functional test was performed using a sample rotator cuff simulator, test suture and test needle, the device trigger was pressed, and the needle deployed without any issue. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. Based on the condition of the device received, therefore, this complaint cannot be confirmed. And a possible root cause for the costumer reported issue cannot be determined. The possible root cause for the bent shaft can be attributed to the hard and continuous use of the device. However, it cannot be conclusively affirmed. As per IFU, it is important to inspect the device prior to use to ensure proper mechanical function and do not use if product is damaged. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the sales rep that during a rotator cuff repair procedure on (B)(6) 2023, it was observed that the expressew iii autocapture + suture passer device was not catching suture. During in-house engineering evaluation, it was determined that the device was bent at the shaft. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.